Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2023. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Event description:
This is follow up#1 to report on 12/feb/2025, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿closure of wound dehiscence with bridging biological meshsurgery and was implanted with a strattice device lot ¿sp200440-119¿ on (B)(6) 2023. The patient underwent an ¿open ventral hernia repair, placement of mesh, bilateral myofascial advancement flaps, transversus abdominus plane block¿ on (B)(6) 2024. The form lists the conditions that were treated were ¿closure of wound dehiscence with bridging biologic mesh (strattice)¿ between (B)(6) 2023 ¿post-op complications resulted in extended hospitalization.¿ the patient then underwent treatment for ¿abdominal pain, diagnostic testing¿ between (B)(6) 2023. The patient was then treated for ¿abdominal pain, nausea, continued abdominal wall dehiscence¿ between (B)(6) 2023. The patient received ¿follow-up to mesh implant surgeries, abdominal wound care, ulcerated wound on abdomen with serous discharge, abdominal wound dehiscence, diagnostic testing, labs¿ between 2023 and 2024. The patient had ¿mesh implant, follow-up, abdominal pain, abdominal wound dehiscence, nausea, drainage at incision site; hernia symptoms¿ between 2023 and 2024. The patient received ¿home healthcare, rehab¿ between (B)(6) 2023 and (B)(6) 2014. The patient underwent an ¿open ventral hernia repair, placement of mesh, bilateral myofascial advancement flaps, transversus abdominis plane block using marcaine (bard)¿ between (B)(6) 2024. The patient was seen for ¿abdominal pain, pain management¿ in 2024. The patient received ¿home health care, rehab, wound management, medical management, ot/pt¿ between 2023-2024. The patient received ¿rehab¿ ¿post (B)(6) 2024 surgery.¿ the ppf form also indicates that the patient was implanted with an unknown non-abbvie device in 2003. The patient was implanted with a second non-abbvie device, ¿bard rectangle, model #5959124¿ on (B)(6) 2024. The form does not indicate whether these devices were removed or revised. There is no report in the record of hernia recurrence following implantation of the strattice. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2023. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
Clarification to h6: previous medwatch submission noted re-herniation. Upon additional information, abbvie has determined that the event of re-herniation did not occur. A review of the device history record for strattice lot sp200440 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. Additional and/or corrected data: a2, b3, b5, b7, d3, d4, d6a, g1, h6.